Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that x-rays identified a lead break. X-rays were sent to manufacturer for review. Review of x-rays identified an area close to the generator where one lead coil appeared to be fractured. It was reported that the patient will be referred for surgery. No surgical intervention has been performed to date.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms) on (B)(6) 2014. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. No known interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanting facility discarded the explanted device; therefore, no analysis can be performed.